Event description:
It was reported that the patient had the artificial urinary sphincter removed due to increasing leakage with coughing, laughing, and sneezing. The patient was bothered by the incontinence. Upon explant, the physician identified that the device was empty and the source of the fluid loss was unknown. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to increasing leakage with coughing, laughing, and sneezing. The patient was bothered by the incontinence. Upon explant, the physician identified that the device was empty and the source of the fluid loss was unknown. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the control pump, pressure regulating balloon, and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. Product analysis did not identify a malfunction with the pump component. The ams 800 pressure regulating balloon (prb) component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormalities were noted, no leaks were identified in the balloon or kink resistant tubing (krt). The balloon did not pass the functional testing at 50.0 cmh2o for product specifications within (61- 70 cmh2o). The cuff component was visually inspected, microscopically examined, and tested for leaks. Tissue was identified on the kink resistant tubing. However, no damage or abnormality was noted, and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Product analysis was unable to confirm the reported fluid leak. Based on the information available and analysis results, the reported incontinence could not be confirmed, however the balloon that was out of specification could cause the cuff to not completely close, leading to the incontinence issues.